Event description:
Procedure performed in the carotid artery: no pre-angiogram performed in a very tortuous carotid anatomy. During the placement of the first spiderx device, the device came back past the lesion. The physican removed this device and used another spiderx of the same size and placed the device within the carotid artery. After placement, the patient became unresponsive. The physician performed an angiogram and found the right middle cerebral artery was occluded and patient was experiencing stroke. The physician administered thrombolytic therapy. The physician stated that this was not a direct result of using the spiderx device.